Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 15-jan-2014, UDI#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. See also manufacturer¿s report # 3004209178-2019-10270 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall. It was noted that the pocket was too big and the ins ¿flipped inside¿. This had occurred in april of 2011. As result, the lead twisted and had to be replaced. No symptoms were reported in the event. There were no further complications reported or anticipated.